Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that there was an out of regulation (oor) message. The patient had no pain relief from the stimulation and was very unhappy with the new system. There was no environmental/external/patient factors that may have led or contributed to the issue. The patient was implanted with a new implantable neurostimulator (ins) and were not able to find the program to relieve her pain. Right after the implant and programming session was started and directly got an oor at 7ma with the same program. They tired different programs. The first step was to reduce the pulse width and frequency to 200¿s and 60hz. They still got an oor. All impedances were in range of acceptable values. The other cathode and anode configuration were tried but without success. The patient had just been implanted so the notion that the pocket was still fresh and could be the source of the oor was taken into account. The patient also could no longer properly distinguish the different pains (existing and from surgery) so they went back to the initial programming and told the patient that they would not be able to go up if she decreased stimulation. They were hoping that with the healing process the oor might go away by itself. The patient came back later and stated that nothing was working. They still had an oor and troubleshooting of say it was surgery and scar tissue no longer held. The patient spent over an hour with a qualified nurse who tried every program she could think of with a range of parameters. The patient left very angry. The patient was to come back. The issue was not resolved at the time of report. Later it was reported that interventions included reprogramming of the ins and it was not known if surgical intervention would occur. Additional information was received from a manufacturer representative reporting that the patient returned in consultation very angry because since the last control no improvement has occurred. The doctors were not happy because the last answer provided by the manufacturer representative did not satisfy him. Many adjustments have been made but the patient still cannot increase the intensity without the appearance of the error message oor. The patient was always in oor. The patient will return during the week of (B)(6) 2018 in the consultation and the doctor requested the presence of a manufacturer representative with an answer of the engineers who could explain the problem. If a solution was not found by this return, the patient was going to ask for the ins to be removed. This new system cannot do what the old system did. The ins does not work.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that there were high impedances and dissatisfaction of the stimulation which caused pain. The patient didn't feel good paresthesia. It was difficult to find a good program because of out of range impedance. The event resulted in an unscheduled clinic or office visit. Many programs were tried, and a company representative was asked to come help the hcp find something good for the patient. The hcp called a manufacturer representative on (B)(6) 2018 but there was no solution. On (B)(6) 2018 a manufacturer representative came and found a program. The patient felt happy until (B)(6) 2018 and then the main problem was that they could decrease with the patient controller but not increase. The outcome was resolved without sequelae on (B)(6) 2018. The event was related to the device or therapy, and possibly related to the implant procedure. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that the impedances on the report were fine.